Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of the handle was broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the handle was broken. Another trapezoid basket was used to complete the procedure. No patient complications were reported as a result of this event.